Event description:
Pt had undergone a mini arc pubovaginal sling -ams- for treatment of stress incontinence. She experienced postop mesh exposure beneath the urethra that required two procedures to correct. The original surgeon cut the mesh in the office. Pt continued to complain of palpable mesh fibers which were visible and palpable on exam next to the urethra. I was able to completely remove the mesh arm including the anchor on the left under general anesthesia which resolved the problem. It is my estimation that the sling was placed too superficial and too distal relative to the urethral meatus. Original procedure was done by a senior urologist in our region. Dose or amount: surgical implant. Dates of use: 2008 - 2009. Diagnosis or reason for use: stress urinary incontinence. Event abated after use stopped: yes.